Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the steps taken to resolve the left side hurting was for the patient to take it easy for a couple of days and it went away. The issue is resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient went in for an unrelated MRI yesterday and had MRI mode activated. The patient stated that during the MRI and afterwards they were "extremely hot in the back area" from the neck down. The patient stated that the hot sensation dissipated after a while, but since they woke up "everything on the left side" is hurting inside. The patient confirmed that it is the side the scs system is implanted on. The patient stated that the pain was not improved. No further complications were reported or anticipated.